Event description:
An implantable pulse generator (ipg) was returned with no information to the manufacturer, analyzed and subsequently tested out of specification. The ipg was analyzed and subsequently tested out of specification. The patient died approximately five years after implant of the ipg and no contacts or reports have been made prior to the return of the device after removal due to cremation.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance causing elective replacement indicator to be triggered. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.